Event description:
It was reported that the customer passed away while wearing an insulin pump. No further information regarding the customer's death could be attained.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.